Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: migration.

Event description:
Healthcare professional reported "grade ii" "no capsular contracture", "not sure, probably bacterial related", "inferior displace in the implant". Healthcare professional reported "no issues with palpable implant" and capsular contracture baker grade 2. This record is for the right side. Device was explanted.